Event description:
Reportedly, the device was explanted after an implant duration of 0 days due to leaflet not functioning properly. No other details were provided. Device is expected for return.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.device not returned.

Event description:
It was reported that the patient has expired. No further details were reported. Through follow-up with the health-care provider, a copy of the operative report was received. It was learned that the patient expired after an implant duration of zero days. Per the operative report: "hemostatis was obtained. The sternum was then approximated with peristernal wires, nurolon for fascia and while the patient was being closed, despite maximum pressor support, boluses of epinephrine, the patient could not sustain and was pronounced dead in the operating room at 1406."

Manufacturer narrative:
(B) (4) = suture loop; (B) (4) = suture loop. Evaluation summary: (B) (6) 2010 characteristic markings on the valve indicate a sutures were looped around commissure 2 and commissure 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets1, 2 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp2 commissure and at the cusp 3 commissure; thus leading to a gap at the coaptation region. No visible inconsistencies were noted in the x-ray.